Manufacturer narrative:
Device not working during surgical treatment due to display failure. We are unaware about operator/patent injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.